Event description:
Customer noted "somegrinding and perhaps some metal shavings" when assembling sheath and obturator. Unit was sent to MFR for evaluation, with no indication of pt involvement. Subsequently, customer told a co rep that he had seen a shiny, small object in a pt's bladder.